Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called to report hospitalization due to high blood glucose levels. The customer had been taking extra insulin for the past few weeks and did a bolus the night before hospitalization. It was reported that during bolus the insulin was not leaving the reservoir. The customer's symptoms included nausea, shortness of breath, and body aches. The customer's blood glucose level was 463 mg/dl. The customer was treated at the hospital with insulin. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.